Manufacturer narrative:
Multiple attempts were made to request additional information regarding event details, patient anatomy and outcome but it has been stated that additional information is not available to report. There was no other information provided except what has been reported in the event description.

Event description:
It was reported that a thal-quick 20f chest tube kinked and the patient had recurrent pneumothoraces requiring additional chest tube placement with a larger sized chest tube. It was also questioned by the customer if recurrent pneumothoraces were secondary to fibrin plugging.

Manufacturer narrative:
Blank fields on this form indicate the information is unknown, unchanged or unavailable. D4 ¿ rpn: the device rpn is unknown. However, based on the description of event and the purchasing history of the customer, the device is most likely a c-tqtsy-2000. Investigation - evaluation a review of the instructions for use, manufacturing instructions and quality control data of the device was conducted during the investigation. The complaint device was not returned; therefore, no physical examinations could be performed. However, a complaint was received for a similar product experiencing a similar failure mode (pr229778). The physical examination of the complaint device found no major kinks in the device, only a gradual bend. The investigation for pr229778 concluded that the cause of the event could not be established. Because of the similarities between the referenced complaint and the current one, it is possible that the two events have a similar cause. Additionally, a document-based investigation evaluation was performed. It was concluded that sufficient inspection activities are in place to identify this failure mode prior to device distribution. A review of the device history record could not be performed due to the lack of lot information from the user facility. As adequate inspection activities have been established, it was concluded that there is no evidence that nonconforming product exists in house or in the field. The instructions for use (IFU), provides the following information to the user related to the reported failure mode: instructions ¿8. ...introduction into the pleural space is facilitated by rotating and advancing the dilators in line with the wire guide to prevent its kinking... 11. The chest tube can now be sutured to the skin and is ready for use." How supplied "...upon removal from package, inspect the product to ensure no damage has occurred." Based on the information provided, no returned product and the results of our investigation, it was concluded that a definitive root cause could not be established. Per the quality engineering risk assessment, no further action is required. We will continue to monitor for similar complaints. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, nor that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
No new event description information to report at this time.